Event description:
It was reported that noise was seen on the right ventricular (rv) lead during episodes recorded as non-sustained ventricular tachycardia (vt). The noise was unable to be recreated during the device check and the lead remains in use. No patient complications have been reported as a result of this event.